Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient has not charged since (B)(6) 2018, because she felt that the therapy was not helping her symptoms. The patient had an over-discharged device. Neither the recharger or clinician programmer will find the ins. The patient will come back in the future when she has more time to devote to a power reset mode as multiples may be needed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that that they met with the doctor and patient on 7/12. Cause of the overdischarge and therapy not helping their symptoms was due to the patient not charging their device. The issue was not yet resolved at the time of the response.